Event description:
It was reported that there was oversensing, low ring to rv coil impedance of 2.5 ohms, and a possible insulation breach. The lead was partially explanted and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device. Analysis of that data revealed low impedance; the ring-coil impedance is less than two ohms. Analysis of the data also revealed noise, and the lifetime ventricular sensing integrity counter is 106834. A high value of this count can indicate a possible intermittency in the system.